Event description:
New information noted that the leads were explanted on (B)(6)2020 . The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-10263. It was reported the patient presented in clinic. Upon review, it was discovered that the right atrial lead exhibited loss of capture and the right ventricular lead exhibited high capture thresholds. No intervention was performed. The patient was in stable condition.